Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low shock impedance measurement via a remote home monitoring device. This alert remained in the system until the patient's next device interrogation, which was over a year later. To date, that have been no adverse patient effects reported.

Event description:
Additional information became available that this patient lives in (B)(6). As a result, they are not followed via the remote monitoring system unless they are in the united states. When the physician looked at the patients lead readings for the rest of the year, they were all stable and within range. Since there was only one out of range impedance measured, 10 months prior, the physician felt that they could leave the system in place. To date, there are no plans for intervention of any kind.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue, and continued out of range impedance issues have been noted. At a recent device check the boston scientific sales representative (sr) noted that it was hard to see all of the daily measurements via the programmer, but could see them all once they were printed out. This was likely due to screen settings on the actual programmer being smaller and once printed out was more easily seen. To date, no adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.to date, the lead remains implanted.